Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the hospital staff noticed that the pusher assemblies of two ruby coils were bent upon removal from packaging on the back table. The damage to the ruby coils were found prior to use and therefore it was not used in the procedure. While inserting a ruby coil into the lantern, the hospital technician experienced resistance and subsequently, the ruby coil detached from its pusher assembly outside of the patient. Therefore, the technician pulled out the detached ruby coil using their fingers without having to remove the lantern. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.